Event description:
Healthcare professional reported injecting a patient in the right and left infraorbital with .75 ml of juvéderm® volbella¿ xc. A month later, the patient experienced non-device related ¿herpes,¿ ¿fasciitis,¿ ¿upper respiratory tract infection,¿ and ¿burn¿ and was treated with acyclovir cream, compound polymyxin b ointment, yunnan baiyao aerosol and white vein ointment. The events resolved 2 days later. The next day, the patient was injected in the right and left infraorbital with .15 ml of juvéderm® volbella¿ xc. Two months later, the patient experienced non-device related ¿toe sprain,¿ ¿dermatitis,¿ gastritis,¿ and ¿skin infection.¿ the patient was treated that day with yunnan baiyao aerosol. The toe sprain and skin infection resolved a week later. Three months later, the patent experienced non-device related ¿periodontitis.¿ a week later, the patient experienced non-device related ¿chronic periodontitis,¿ ¿upper respiratory tract infection,¿ and ¿bronchitis.¿ a week later, the patient experienced a non-device related ¿impacted tooth¿ that resolved that day, along with the upper respiratory tract infection. The ¿periodontitis¿ resolved the next month. Six days later, the patient experienced non-device related a month later the patient experienced non-device related ¿chronic gingivitis¿ and non-device related ¿rhinitis¿ 6 days later. A week later, the rhinitis and bronchitis resolved. Five days later, the patient experienced a non-device related ¿calcium deficiency.¿ two weeks later, the patient experienced non-device related "skin mass" and "skin infection" that resolved that day. The patient experienced a non-device related "mass of the vulva." The dermatitis resolved 2 months later. The gastritis, chronic periodontitis, chronic gingivitis, calcium deficiency, and mass of the vulva are ongoing. Additionally, 3 days prior to the impacted tooth, the patient experienced non-device related "enteritis" and was treated that day with bacillus deyipin live bacteria love sac and montmorillonite powder. The event resolved 2 weeks later. Ten days later, the patient experienced non-device related "upper respiratory tract infection and non-device related "tinea pedis" 12 days later. The upper respiratory tract infection resolved a week later. A week later, the calcium deficiency resolved. Half a month later, the mass of the vulva resolved. Eleven days later, the patient experienced non-device related "urinary tract infection" and was treated with bazheng capsule and fosfomycin tromethamine powder. The event resolved a week later. Two weeks later, the tinea pedis resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2024-11010 (abbvie complaint # (B)(4). This MDR is being submitted for the first suspect product, juvéderm® volbella¿ xc.

Manufacturer narrative:
Continued d.10. Concomitant therapies: ibuprofen sustained-release capsules, vitamin b complex, vitamin a softgels, difennidol hydrochloride tablets, yunnan white ointment, vitamin c tablets, sodium hyaluronate eye drops, zolpidem tartrate tablets, lactulose oral solution, losolovina patches clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of urinary tract infection, deemed not device related is considered an unexpected adverse drug experience.